Event description:
A hospital in (B)(6) reported via our distributor that the y-piece was missing from an rt125 infant breathing circuit. This was detected prior to use on a patient.

Manufacturer narrative:
(B)(4). The product is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k20332. Method: the breathing circuit kit was visually examined and it was noted that the circuit package was returned unsealed. Results: the swivel and an unheated extension were missing from the circuit package. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the components must have been removed from the opened bag after production. All breathing circuit are pressure tested for leaks on the production line. Without a swivel, the circuit would have failed the pressure test and been rejected. At the pack bag station, the circuit kits are visually inspected for any missing components. After the components are packed, they are weighted to check for missing parts by weight. If the breathing circuits kit is more than four grams lighter than it should be, the scales alert the operator to the possibility of a missing part. The missing components weighted a total of 15 grams. (B)(4).